Event description:
It was reported that the device was in reset mode and could not be interrogated. Patient received external shocks. The device was explanted and replaced.

Manufacturer narrative:
The reported field event was confirmed. The reset occurred due to power-on reset. Longevity calculation was performed and the power-on rest was caused by normal battery depletion. All bench tests and power consumption measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.